Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced greenish urine. An endoscopy was performed, confirming a leaky balloon in the stomach. Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 01/14/2019. Additional information: device evaluation summary: a visual examination was performed on the returned balloon. The balloon was observed to be discolored, as it was dark blue in appearance. The center patch was noted to be discolored, as it was blue and yellow in appearance. Yellow particles were noted to be covering approximately 30% of the center patch, and brown particles were noted to be covering approximately 20% of the balloon shell. One opening was observed on the radius of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from four openings on the radius of the balloon shell. Under microscopic analysis, all openings on the radius of the shell were noted to have striated edges, consistent with damage from a surgical tool. Material degradation was noted on approximately 20% of the outer surface of the balloon shell. The valve channel was noted to be discolored, as it was dark blue in appearance.